Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0kf19, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had another lead placed on (B)(6) 2017 to see if they could get better placement. No further complications were reported.